Event description:
It was reported that during the course of a surgical procedure, the pt experienced unintended stimulation. There was no medical intervention and no delay reported in relation to this event.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.